Event description:
Healthcare professional reported a right side exchange due to concerns with the device. Healthcare professional later reported right side "inferior migration" and "small amount of serous fluid" and a possible right implant rupture. However, during the explant surgery, it was found that the right implant was intact. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ yellow particles and deformation device observed on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a right side exchange due to concerns with the device. Healthcare professional later reported right side "inferior migration" and "small amount of serous fluid." And right implant rupture discovered at the surgery .device has been explanted and replaced.